Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Visual inspection of the customer provided image shows a vulcan unit with voltage calibration failure displayed on the screen. Visual inspection observed no issues. Functional evaluation revealed no issues. The complaint was confirmed but the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Device movement and shipment could have changed the conditions that caused the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided image shows a vulcan unit with voltage calibration failure displayed on the screen. There was a relationship found between the subject device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include connecting a shorted or defective rf wand which could result in damage to the rf pcb. No containment or corrective actions are recommended at this time.b5: updated descriptionh6: updated codes

Event description:
It was reported that during a hip arthroscopy, when the vulcan generator was turned on, a loud alarm noise occurred and a voltage cal failure error was displayed. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hip arthroscopy, when the vulcan generator was turned on, a loud alarm noise appear and a voltage cal failure error was displayed. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported.